Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 355 mg/dl. The customer changed out the infusion set and injected 3.0 units of insulin to lower his blood glucose. The insulin pump started working as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.